Event description:
Event description boston scientific crm received information that this defibrillation lead exhibited increased pacing impedances and loss of capture at high outputs. The patient recently fell and a lead fracture was suspected.